Event description:
As reported, approximately 2 months post op initial rtsa, this (B)(6) male patient was revised due to an infection. There was a 15-30 min delay, there was no adverse events as a result. Patient was last known to be in stable condition following the event. Devices will not be retuning due to hospital policy, components were in very good shape with nil wear.

Manufacturer narrative:
Concomitant device(s): 320-01-42, 6917440: equinoxe reverse 42mm glenosphere, 320-15-02, 7061786: rs glenoid plate sup aug, 10 deg, 320-15-05, 7121680: eq rev locking screw, 320-20-18, s317417: eq rev compress screw lck cap kit, 4.5 x 18mm, 320-10-00, 6751066: equinoxe reverse tray adapter plate tray +0, 300-01-13, 6962114: equinoxe, humeral stem primary, press fit 13mm, 320-20-00, 7122266: eq reverse torque defining screw kit.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.